Event description:
It was reported that the 980 ventilator displayed an error code indicating that the "expiration pressure autozero offset failed". Al though it was originally reported that there was no patient involvement, a review of the logs showed the device was under active ventilation and entered into back-up ventilation (buv) when the error code had occurred. There was no reported patient injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the pb980 ventilator displayed an error code indicating that the "expiration pressure autozero offset failed". Although it was originally reported that there was no patient involvement, a review of the logs showed the device was under active v entilation and entered into back-up ventilation (buv) when the error code occurred. The device was available for evaluation. The service personnel (sp) inspected the ventilator, reviewed logs and found the unit generated a background diagnostic code, "expiratory autozero failed". When the sp performed extended self test (est), the unit failed the circuit pressure test portion of est with "exhalation auto zero solenoid not operational" message. Based on the codes, sp replaced the exhalation valve assembly (eva). The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported events were isolated in the field to a potential fault in the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to part return. Section h6 evaluation codes were updated due to analysis of returned part. Result (annex c): added c02 component code (annex g): removed g07001 and added g02005 h3 device evaluation summary was updated due to analysis of returned part: medtronic conducted an investigation based on all information received. It was reported that the pb980 ventilator displayed an error code indicating that the "expiration pressure autozero offset failed". Although it was originally reported that there was no patient involvement, a review of the logs showed the device was under active v entilation and entered into back-up ventilation (buv) when the error code occurred. The device was available for evaluation. The service personnel (sp) inspected the ventilator, reviewed logs and found the unit generated a background diagnostic code, "expiratory autozero failed". When the sp performed extended self test (est), the unit failed the circuit pressure test portion of est with "exhalation auto zero solenoid not operational" message. Based on the codes, sp replaced the exhalation valve assembly (eva). The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. One eva was returned to medtronic for analysis. A visual inspection of the returned eva was conducted, and no anomalies were found. The eva was attached to the failure investigation test ventilator for analysis. During extended self test (est) testing, the ventilator failed the circuit pressure test, with exhalation auto zero solenoid was not operational message and failed the ev performance. The fault was isolated to the auto-zero solenoid (so1) and to the pressure sensor (ps1) on the exhalation sensor pcba. If either part fails during patient use, the ventilator response would be buv or loss of ventilation. The cause of the reported event was isolated to a exhalation sensor pcba of the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.